Event description:
A report was received that the patient was experiencing cramping in the neck when the scs device turned up to a high amplitude. It was noted that the patients lead was migrated. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing cramping in the neck when the scs device turned up to a high amplitude. It was noted that the patients lead was migrated. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient had infection at the ipg site. It was also reported that the physician did not suspect infection was device related and procedure related. The patient was placed on antibiotics and underwent a revision procedure wherein the ipg was explanted and the lead was left in place. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information form that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient was experiencing cramping in the neck when the scs device turned up to a high amplitude. It was noted that the patients lead was migrated. The patient will undergo a lead revision procedure.